Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through subjected to bench handling, power cycling, functionality testing, and stress testing without duplicating the malfunction. The device's monitor board was replaced as a precaution. The device was recertified and returned to the customer. It is noteworthy to mention the multi-function cable used at the time of the reported event was not returned for evaluation and the activity logs on the device were cleared prior to return as well. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. The clinician continued using this device to treat the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.